Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose because the infusion set got kinked. Blood glucose level was over 400 mg/dl. The customer also complained about having inaccurate sensor glucose readings. Sensor wet from 78 mg/dl to 216 mg/dl. Customer declined transfer for assistance.